Event description:
(B)(4). After getting the essure put in by (B)(6) of that same here I start to experience hair loss, my hair started shedding a whole lot. I start experiencing bad pains in odd places in my back. I would get bad headaches in the back of my neck and head on and off throughout 2015. My belly would swell up so big everyday it was very annoying. Yes my insurance provider did cover the essure.